Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the x25 set screw inserter was damaged, and would not hold the internal screw accurately. The procedure was completed with no consequences to the patient and an unknown surgical delay. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity unknown) . This report is for one (1) viper 2 system set screw inserter, self-retaining. This is report 1 of 1 for (B)(4).